Manufacturer narrative:
DHR review revealed nothing relevant to this event. The device was not returned for evaluation and the customer's complaint could not be verified. The cause of this event can not be determined without device evaluation. This is the first complaint reported for this part number.

Event description:
The bushing came off the implant several times during the procedure. Surgeon decided to use the bushing of another implant. Surgery was delayed 1 hour, but no adverse consequences reported with the patient. This device is used for treatment.